Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge would not click in all the way onto the pump. The customer successfully loaded the cartridge. There was no impact to the customer's blood glucose level.